Event description:
It was reported that during implant procedure, there was difficulty tightening the set screw down in the device header. The wrench would click but the lead did not secure down in the header when tugged. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was debris confirmed in the laboratory. Analysis found that there was debris at the bottom of the svc set screw bore, which prevented the set screw from fully entering the bore. This caused the set screw to not fully tighten and secure the lead to the device.